Manufacturer narrative:
Date of event: date is estimated. (B)(4). The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. It should be noted that the prostar xl instructions for use (IFU), states: do not attempt to re-deploy prostar xl needles after the needles have been ¿backed-down¿ into the sheath. In this case, the failure to deploy the needles had already occurred thus the re-deployment would not have contributed to the reported failure to deploy the needles. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported as a general comment that an arteriotomy closure of a common femoral artery was attempted using a prostar device after an endovascular aneurysm repair interventional procedure. Reportedly, as the handle was pulled, two needles came out of the anatomy. The two needles were reentered in the handle and the maneuver was re-done to successfully achieve hemostasis. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.